Event description:
It was reported that the patient underwent a left subtalar arthrodesis using a medium kit of rhbmp-2/acs in 2009. At an unknown point in time after the surgery, the patient was treated for infection.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the device contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.